Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), it was observed that the helium reservoir for the cardiosave intra-aortic balloon pump (iabp) was leaking slowly. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the helium reservoir then completed pm service. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), it was observed that the helium reservoir for the cs300 intra-aortic balloon pump (iabp) was leaking slowly. There was no patient involved and no adverse event was reported.